Event description:
The user facility reported the following: "when epidural catheter was being removed, moderate resistance was met and a snapping sound was heard. Upon removal of the catheter, the last 1 cm tip was missing". No further information was provided by the user facility regarding the circumstances surrounding the event.